Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on rv lead iegms since sept 20, 2023 lead monitoring episode, short intervals count greater than 249 per day. No adverse patient events reported. Should additional information be received, this file will be updated.